Manufacturer narrative:
(B)(4). Pump monitored for several days. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low battery alarm anomalies noted. No excessive no delivery, occlusion alarm noted. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with minor scratched liquid crystal display window, cracked belt clip slot, missing end cap sticker, stained address, serial number label and cracked reservoir tube lip. The test p-cap, reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump had scratched screen. The customer stated that the battery was not lasting and no delivery alarm occurred. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.